Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected, updated: h2; h6. No product was returned; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined this zimmer biomet device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined this zimmer biomet device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-03499, 0001825034-2021-03500.

Event description:
It was reported that the patient underwent a hip revision surgery due to unknown reasons. A new head, stem, and cone body were implanted during the revision. Attempts have been made and additional information on the reported event is unavailable at this time.